Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. At incoming inspection each proglide connector and plunger component lot undergoes sampling and is verified for conformance to height, width and length dimensions, as well as visual appearance. During manufacturing, each device lot is inspected to verify the plunger and connector have properly snapped together. At final inspection all devices are inspected to verify the plunger is correctly inserted into the handle. A sample of devices from each lot must be successfully functionally deployed. Based on the reported information and the inspection criteria a definitive cause of the reported event and associated patient effects could not be determined. Indication of a product quality problem could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the device was loaded over the wire and advanced until there was flow through the marker lumen. The device was pulled back until resistance was felt, unfortunately, the plunger fell out of the back of the device before deployment. The physician did not pull on the plunger. The device was pulled back to re-wire the vessel. Hemostasis was achieved using a second proglide device. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.